Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced heat and shocks while charging, and they had poor connectivity with the ipg. The patient also experienced pain at the battery site. The cause was unknown. Troubleshooting of the recharger location was performed by the hcp in the clinic. The recharger was replaced. It was unknown if the issue was resolved. Additional information was received from the manufacturer representative (rep). The rep reported that the shocking was only felt during recharge sessions. It was noted that a layer of clothing was not used when charging, and the recharger was placed directly on the skin. The belt was not used. The rep reported that it was unknown if the cause of the poor connectivity with the ipg was determined. The rep reported that the heat was felt at the battery. It was unknown if the cause of the heat when charging was determined, and the most likely cause was unknown. The patient was provided with a new charging unit on (B)(6) 2026. It was unknown if the issue was resolved.